Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to feeling/normal results. The complaint was classified based on the customer care advocate (cca) limited documentation as the patient was unwilling to answer all questions. The patient was unable to recall the exact date and time that the issue first occurred. The patient detailed she tested his blood and obtained an alleged inaccurately high glucose result of 83 mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient was unable unwilling to confirm what medications she takes to manage her diabetes or if she made any change in response to the alleged product issue. The patient stated that on an unspecified time she developed symptoms of ¿shaky, sweaty and unclear¿. The patient reported that on (B)(6) 2018 around 11:13 pm her sister gave her a glucose tablet and she went to see her doctor the following day. The patient denied that she obtained a blood glucose result on another meter. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing and the test strips were stored correctly and within expiry date. The patient did not have control solution to conduct a test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.